Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: synergy ous mr 4.00 x 16mm stent delivery catheter (sdc) was returned for analysis with a detached expanded stent. The stent was returned separate from sdc. A visual and microscopic examination of the detached stent found that the stent struts were in an expanded conformation. Damage was also noted to the expanded stent. The balloon was reviewed. No damage was noted to the balloon but the balloon folds were open. It appeared the balloon had been expanded. A red substance resembling blood was present inside balloon. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion revealed no issues. A visual and microscopic examination found no issue with the tip. The device was loaded via tip and tracked over a 0.014¿¿ guidewire without issue or resistance. Due to the red blood like substance noted inside the balloon the device was tested for leaks by inflating and deflating the balloon. An initial attempt was made to inflate the balloon using encore inflation device; however, the balloon would not inflate. Hardened crystalized appearing medium was noted inside the inflation lumen and balloon so the device was placed in water bath at 37 degrees in an attempt to soften the hardened medium. Following soaking overnight the balloon was successfully inflated without issues, no leaks were noted in the device. A vacuum was pulled and balloon deflated in 8 seconds, which is within deflation time. Encore inflation device verified before and after use. No other issues were noted with the device. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 23-april-2018. It was reported that difficulty tracking over wire occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery. After a guide wire crossed the lesion, a 4.00 x 16mm synergy¿ drug-eluting stent was advanced for treatment; however, severe resistance was met with the guide wire and the catheter. The device did not enter the patient's body. The procedure was completed with another of the same device. The physician inflated the stent balloon to show it to the intern doctors. No patient complications nor injuries were reported. However, returned device analysis revealed stent detachment and stent damage.